Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level, resulting in loss of consciousness. Bg value not provided. The cause and treatment of the low bg was not known. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. System checks with tandem technical support confirmed the pump was functioning as intended. Customer reverted to a backup insulin pump for insulin therapy.